Event description:
The user reported that the catheter tip broke during a percutaneous transluminal angioplasty procedure. After having crossed over with the catheter a super stiff guidewire was introduced through the catheter to the contralateral side. When the physician tried to remove the catheter resistance was felt and the tip broke in the pt. The broken tip was noticed prior to reinsertion and was not used again. No harm or injury was reported.

Manufacturer narrative:
Device eval: the device has not been returned for eval. A f/u report will be submitted when the eval has been completed.